Event description:
It was reported the atrial and ventricular leads were suspected of over sensing. It was also noted the atrial electrogram was scratchy. Both leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.